Event description:
It was reported by the consumer that 18 months post implant of a realize gastric band, the band eroded through the stomach. This was diagnosed using endoscopy. The band was removed without any impact. The consumer reported having approximate four or five fills prior to explant.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.